Event description:
It was reported that multiple cartridges did not fit onto the pump properly. Reportedly, there were two o-rings from previous cartridges on the pneumatic tap. The customer removed the o-rings and reloaded cartridge to address the event. Blood glucose level was 150 mg/dl.